Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient woke up in the morning with numbness and tingling in their face and arms. The caller stated that there were no falls or traumas associated with the event. The patient has had their device off since it happened. An impedance measurement was run and it was found that three contact pairs were out of range: c2 at 2588omhs, c3 at 2504ohms, 02 at 4634ohms. The patient is programmed using 0-c+ and stated that the patient has been steadily programmed there for years. The healthcare provider (hcp) will perform x-rays, compare to historical impedances and run impedance checks at different positions. No further complications were reported.